Event description:
Pt in or for d&c followed by vaginal hysterectomy, right salpingo-oophorectomy, culdoplasty, cystourethrocele and rectocele repair and perineorraphy. During final stage an attempt was made to put a foley catheter into the bladder. 300cc of methylene blue-tinged water was put in and an attempt was made to insert the suprapubic catheter into the bladder. However, the methylene blue could not be drained out. A cystoscopy disclosed a false space created in the urethra. The catheter was removed and reinserted without serious adverse impact on the pt. Urologist consulted; cystoscopy performed; new suprapubic catheter inserted.